Manufacturer narrative:
Investigation summary: a visual inspection revealed that there were minimal signs of clinical usage. The tip of the cold boot was peeling somewhat. The device was bloody. The tissue welder was received inside the cannula. The cannula had a small crack along the left side of the handle at the top of the c-ring slider channel. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test, it produced steam and heat during several activations and shut off when the toggle was released. Based upon the functional test, the reported failure "no power" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the device delivered no power. A new kit was used to complete the procedure. There were no patient effects. The product was returned.